Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was confirmed. The cause of this was a shorted u1004 and u1005 on the ca board. The root cause of the shorted u1004 and u1005 cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 204.